Manufacturer narrative:
H.6. Investigation summary. Our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed one bd 22ga insyte autoguard winged IV catheter unit out of the packaging and with all components present and intact. The second photograph displayed the unit with the protective needle cover removed, exposing the catheter and needle tips. The third photograph displayed an enhanced view of the needle and catheter tips, revealing the needle is piercing through the tubing wall. Based on review of the photos, the needle piecing through the tubing wall near the tip was confirmed. It is indicative of a tip spear through. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: it is reported that when taking insyte out of the package and checking the needle tip, the catheter tip was found damaged and was replaced.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: it is reported that when taking insyte out of the package and checking the needle tip, the catheter tip was found damaged and was replaced.